Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On the same day the sensor was isnerted, the pediatric patient's parent noticed the cgm reading was low when they were out of the house and the bg reading was 600 mg/dl. It was not reported whether the patient experienced symptoms at that time. The patient's father gave him 4.5 units of lantus around 2:00pm. Upon returning home around 3:30pm, the sensor was removed. The patient's parent notified the doctor of the patient's hyperglycemia and they were advised to seek evaluation in the emergency department (ed). In the ed at 1:15am the following day, the bg was 921 mg/dl. It was not reported whether the patient experienced symptoms during this time. The doctor administered a bolus of normal saline and 5 units of aspart insulin. The patient was treated further with IV fluids, another 5 units of aspart at 2:15 and 3 units of aspart at 4:25am. At the time of the report, the bg was 499 mg/dl and the patient was sleeping and recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.